Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.   Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor 10/10/2016, belt 08/16/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on at approximately 6:30 pm on (B)(6) 2021 while in the hospital. Review of the patient's download data revealed that prior to passing, the patient received one inappropriate treatment in response to multiple counting on the date of passing. The patient received the inappropriate treatment at 17:11:09. The patient's rhythm at the time of treatment and post-shock rhythm were an idioventricular rhythm at 20 bpm. The patient was in an idioventricular rhythm at 20 bpm at the time of the device shutdown at 17:11:54. The patient passed away at approximately 6:30 pm.